Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to metallosis. Right (B)(6).

Event description:
Allegedly, patient revised due to metallosis. Right sae# 052-040r002. Sade # 052-040r-6: patient had chronic irritation & pain bilaterally right worse than left. Small pseudotumor seen right hip, elevated metal ion levels detected. R hip was revised, all original components removed.